Event description:
During shift check, the customer noted that the lcd screen of the autopulse platform (s/n (B)(4) was blank. No patient involvement.

Manufacturer narrative:
The reported complaint that "the lcd screen of the autopulse platform (s/n (B)(4) was blank" was confirmed during functional testing. The root cause of the reported complaint was the lcd being defective, likely due to the aging of the device. The autopulse platform was manufactured in november 2012 and is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no apparent physical damage was observed. During the open case inspection, the zoll service personnel observed a damaged component on the processor board, possibly due to the aging of the device. The defective processor board was replaced to address the issue. The archive data review showed no advisory messages or fault codes. During functional testing, the autopulse platform was able to power up, but the lcd backlight did not turn on and the screen was blank. The lcd was defective. The lcd assembly was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).